Event description:
It was reported that an occlusion alarm occurred. During troubleshooting, there was debris around the pneumatic tap. The customer cleaned around the pneumatic tap, changed the pump supplies, and successfully resumed insulin therapy. There was no reported adverse impact.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.